Event description:
Meter name: one touch basic original. Strip name: lifescan. Meter code: 6 strip code: 6. Strip storage: unk. Symptoms: dizzy, woozy and fell down. A pt reported they called 911. Their meter allegedly was inaccurately low and would only prompt redo check and power off during use. The result on their meter was 65mg/dl. Pt was not treated. No further info has been reported.